Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device¿s detection of the cassette has randomly failed or been slow to detect. The event occurred during bio med maintenance. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
Updated d1, and d3 - manufacturing plant address. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.